Event description:
During routine testing at installation of an apl valve, datex-ohmeda service rep noted the pressure on the gauge continued to rise. There was no pt involvement. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.